Event description:
Surgeon reported redness/bilateral hand swelling, shortness of breath/diaphoresis, and throat swelling. She was performing a c-section. She went to the ER and was treated with benadryl and steroids, which resolved her symptoms.

Manufacturer narrative:
A review of the device history record showed that the reported lot number was inspected and released in compliance with all requirements. The product passed the requirements of the primary skin irritation test per the technical service report. The exact cause of this complaint could not be determined. The protexis latex hydrogel gloves have passed a series of tests prescribed by regulatory agencies for the intended use. However, the possibility of some individuals experiencing reactions to certain chemicals that are used during the manufacturing process cannot be ruled out. We will continue to monitor our complaints for any unfavorable trends.